Event description:
On (B)(6) 2025, a patient underwent for a port placement procedure using powerport isp MRI 6f chronw/os with access obtained through the right internal jugular vein and the port placed on the right chest wall. Approximately two months after implantation, the patient developed subcutaneous tissue swelling during routine port maintenance. Dsa angiography was performed and revealed that the catheter had ruptured and was leaking. Current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one x ray video fluoroscopy was provided for review. The video depicts contrast infusion into the port. Extravasation of contrast is noted at the arc of the catheter in the neck. Therefore, the investigation is confirmed for the reported catheter fracture and fluid leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a port placement procedure using powerport isp MRI 6f chronw/os with access obtained through the right internal jugular vein and the port placed on the right chest wall. Approximately two months after implantation, the patient developed subcutaneous tissue swelling during routine port maintenance. Dsa angiography was performed and revealed that the catheter had ruptured and was leaking. Current status of the patient is unknown.